Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Medical product: oxf anat brg rt md size 4 PMA, catalog #: 159576, lot #: 002590; medical product: oxf uni tib tray sz c rm PMA, catalog #: 154723, lot #: 813850. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00123, 3002806535-2020-00125. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Subsequently, a revision procedure was performed due to persistent pain on the patient's knee. Additional information received: components did not look loose on x ray. Upon further inspection it looks like bone has remodelled anteriorly and was impinging, probably causing pain.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports:3002806535-2020-00123-1, 3002806535-2020-00125-1. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 4 similar complaints for this item code 159576, 12 similar complaints for this item code 161469 and 4 similar complaints found for the item 154723. There were no trends identified from the complaint history review. No same lot numbers, no same hospitals and there are no trends in cause.in most cases of the similar complaints, cause could not be established. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent an initial right knee arthroplasty. Subsequently, a revision procedure was performed as the bone remodelled anteriorly which impinged, causing pain.

Event description:
It was reported that: a patient underwent an initial right knee arthroplasty on an (B)(6) 2013. Subsequently, a revision procedure due to unknown reason was performed on (B)(6) 2020. Following this, a reply was received that the patient was complaining of persistent pain in this knee. Components did not look loose on x ray. Upon further inspection it looks like bone had remodelled anteriorly and was impinging, probably causing pain.

Manufacturer narrative:
Cmp-((B)(4). This final report is being submitted to relay additional information. Complaint summary: implant examination. The cement mantle on the femoral component, appeared uneven, with cement extruding from both sides of the middle region. Signs of interdigitation with bone were observed in the anterior portion of the component, around the small peg. The remainder of the cement mantle appeared irregular, with a sharp ridge. The signs of wear on the femoral bearing surface were at a slight angle to the expected direction of articulation. Some transversal scratches in and some smaller scratches were also observed. Wear marks and some scratches were observed on the tibial bearing surface. The cement mantle appeared thicker towards the lateral posterior portion of the component. The cement texture also suggests some degree of integration with the patient¿s bone. Small portions of the cement appeared to be missing, which may have broken off during revision surgery, where the cement mantle appeared slightly uneven and extruded over the edge of the tray. The superior articulating surface of the meniscal bearing appeared polished. Pitting was also visible and the signs of wear on the bearing surface were at a slight angle to the expected direction of articulation. The inferior articulating surface of the meniscal bearing, also appeared polished. Slight bumps were evident on this surface, and there was a slight step around the posterior medial corner of the component. Both the anterior and the posterior aspect of the meniscal bearing appeared in overall good condition. An oxford partial knee system was revised due to pain after approximately 6 years and 2 months in service. The manufacturing history records (mhrs) of the received components have been checked and verify that the parts were manufactured and sterilised in accordance with the applicable specifications. Visual examination of the revised components indicates that sub-optimal cementing technique, third-body wear and sub-optimal component alignment may have been contributing factors to the revision. It was also reported that bone had remodelled anteriorly and was impinging, probably causing pain, however this could not be verified with the available information. The root cause of the patient¿s pain in this instance cannot be confirmed without additional patient, radiographic and surgical information. The parts were manufactured and sterilised in accordance with the applicable specifications. A review of the complaints database shows that we have received 24 reported events for revision due to pain for the same item numbers prior to the reported event. The severity of the reported event is unknown as the root cause has not been established. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and further investigated. No corrective or preventive action required at this time. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00123-2 3002806535-2020-00125-2